Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Attempts to retrieve additional information are in process. Based on the information received the cause of the event cannot be determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm mitral valve implanted for six years, six months, underwent valve-in-valve procedure due to a failing mitral surgical valve. A 26mm transcatheter valve was implanted inside the failing 25mm valve in the mitral position. No additional information was provided.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. (B)(4).

Event description:
Through further investigation, 25mm surgical valve was treated due to mitral stenosis secondary to failing mitral valve. The patient was admitted for hemoptysis and congestive heart failure exacerbation. It was thought that the patient's hemoptysis was secondary to pulmonary edema from severe mitral stenosis and pulmonary hypertension in the setting of supratherapeutic inr.